Event description:
It was reported that the right atrial lead exhibited far r wave oversensing. The patient suffered a fall in (B)(6) 2013. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.